Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a rectum procedure, circular stapler stapled only on the front side. On the back side the clips ware not correctly formed. A new cdh29a was opened and they tried to make a intact anastomosis. But there were the same problem. The staple row was not intact. There were no consequences for the patient.